Manufacturer narrative:
Patient information was unavailable from the site. On 6/23/2017, a medtronic representative went to the site to test the equipment. Representative could not replicate the reported issue. System passed all tests and is functioning normally. A software investigation was conducted by medtronic personnel but were unable to determine the root cause of the reported issue. -no parts were replaced. -no parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that during a spinal fusion procedure site had difficulty acquiring accuracy. A reference frame was attached to a spinous process and a navigated spin was acquired but when the scan was transferred and checked for accuracy the site suspected inaccuracy as the scan had no direction or magnitude information. The site acquired a second spin with a good verified accuracy and proceeded with the case. However, at the end of the case, multiple screws were found to be in the disc space. No information was provided on the number of screws and on how the patient was affected. The surgery was completed with the use of navigation. No information was provided on the how long the delay was. Patient was affected.